Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a distal femoral plate and screws were implanted in a patient with a diaphyseal femoral fracture (spiral fracture) on (B)(6) 2014. After one month, all of the proximal locking screws were found to be broken, it is unknown how or when the broken screws were discovered to be broken. The patient was returned for surgical removal of the broken screw on (B)(6) 2014. The broken screws were all replaced with new ones, and fixation was completed with a cable and the previously implanted plate. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.